Event description:
It was reported that a physician attempted to use an inpact admiral drug eluting pta balloon catheter during treatment of restenosis in the patients right superficial femoral artery (sfa). The lesion was heavily calcified with no vessel tortuosity reported. The degree of calcification was 2 and 30% lesion stenosis was reported. Artery diameter reported as 7mm and lesion length reported as 60mm. A 7fr sheath and a 0.035¿ guidewire were used. Contrast inflation fluid was used. The lesion was pre-dilated with a 7x80mm non-medtronic device. No resistance was encountered when advancing the device. It was reported that a balloon burst occurred at 8atms. A replacement inpact drug coated balloon was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon did not detach during the event and the device was safely removed from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.